Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported dent in the distal end of the probe unit could not be determined, however, the issue was likely the result of wear/stress. In addition, the following non-reportable malfunctions were found during the device evaluation: a-rubber adhesive crack, one image echo signal is missing. Insert tube dent, scope connection. User barcode (ad) dry, angle knob play. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope needed the light guide lens seal checked, the distal tip where ultrasound transducer attached to was chipped, and the insertion tube had a dent. There were no reports of patient harm associated with this event.